Event description:
It was reported that during testing, the device intermittently gave "top disposable alarm" even when the disposable was in. No patient injury reported.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via email. There reporter stated that the event date is unknown.

Manufacturer narrative:
Other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). One tower and two pressure chambers were received. Per visual inspection, the air detector was missing the door. The display label was damaged. Membrane switch was damaged. Device was missing the back panel and one of the inserts used to secure the back panel had a screw broke off in it. The device leaked from the drain valve. Left and right door mounts have been over tightened causing damage. The air detector bracket was bent. The device had a cracked clear float switch. The device had some blue foreign substance all over the printed circuit board (pcb). Per functional testing, no disposable alarm activated. The complaint was confirmed. The root cause was a bent air detector bracket caused a gap between the air detector and tower; in turn this caused the filter not to engage the filter block micro switch. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the air detector bracket, left and right door mounts and the door assembly on the air detector. Replaced the drain valve, back panel, membrane switch and pcb on the tower. Replaced the float switch, o-rings, and fan guard for preventative maintenance. The device passed all functional and delivery tests.

Manufacturer narrative:
D4 was updated.UDI related data quality updates only.